Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient underwent arthroscopical removal of patellar component due to its loosening.

Manufacturer narrative:
Correction based on new information received